Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and the insulin gauge was inaccurate. Customer resumed insulin delivery successfully. It was also reported that the pump initiated a bolus without user input. The customer was unable to perform a pump upload in order to verify the allegation via a pump data log review. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. Customer¿s blood glucose level was 178 mg/dl.